Event description:
It was reported the patient had problems with the pump. The mother of the patient stated the catheter was plugged and surgery occurred. When the surgical intervention took place, it was stated the patient got an infection at the pump site, which ¿ate a hole¿ through his skin. It was stated the patient was ¿skinny¿ and that the pump protruded through his skin. The patient reportedly went through ¿horrible withdrawals¿ after the pump removal. The pump was used to deliver baclofen and the dose was reported to be ¿outrageously¿ high. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that "in 2002" a problem with the pump occurred and a revision was done to fix a flipped pump and change out a catheter due to a kink. The patient then got an infection and the pump and catheter were removed. The patient went through horrible withdrawals and pain.

Manufacturer narrative:
Product ID 8709, lot# l66512, implanted: (B)(6) 1999, explanted: (B)(6) 2001; product type catheter. (B)(4).